Event description:
During a routine testing at a service center, it was reported that the battery of a heart lung console had corrosion. There were no reported consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.